Event description:
It was reported that the thread on the driver is worn out. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.